Event description:
It was reported that the during use of the right ventricular (rv) lead, an alert sounded for which high/undefined impedance was confirmed in bipolar and tip-to-coil configurations, with pacing failure and noise reproduced at the insertion site during the wiggle test. Additionally, fluoroscopic confirmation identified a rv lead fracture. The patient was hospitalized and placed under observation. All therapies were set to off and device settings were changed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.